Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was filling up her reservoir and she was going to attach it to her body when she got a compromised force sensor system alarm on the insulin pump. Customer stated that her blood glucose was 381 mg/dl. Customer stated that the alarm happened during the priming process. Customer stated that she is not getting any insulin. Customer stated that it her blood glucose might be running high. Customer stated that she will revert to her back-up plan. Customer already has an upgraded pump. Customer has not been able to treat. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that she just pushed the drive support cap and it went in slightly. Customer stated that she never noticed it before and never pressed the cap in. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.